Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly. The embolization coil was damaged on the distal end of the introducer sheath and clotted blood was visible. Conclusions: evaluation of the returned ruby coil revealed a damage embolization coil and blood clotted inside the introducer sheath. If the sheath is not properly aligned in the hub prior to advancement, offset coil winds may result. These offset coil winds will likely contribute to the inability to advance the coil into the microcatheter. Further evaluation revealed clotted blood inside the sheath. If continuous flush is not used, blood may clot on the coil contributing to difficulty advancing the coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils. During the procedure, the physician successfully placed multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then was unable to advance a ruby coil more than a few centimeters into the lantern, and therefore the ruby coil was removed. The procedure was completed using the same lantern and a new ruby coil. There was no report of an adverse effect to the patient.